Event description:
It was reported that the patient presented at the emergency room when the device went into backup vvi. During dft testing, telemetry was lost and external defibrillation was applied, which was followed by a device reset. The device was explanted and replaced. The condition of the patient is good.

Manufacturer narrative:
The reported field event of device reset was confirmed in the laboratory via review of the device image. The device was visually inspected and the hybrid was found to be damaged. The root cause of the reset was an internal arc which occurred during high voltage therapy delivery. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.